Event description:
It was reported that the patient's device showed high impedance results on system diagnostics. The patient was not experiencing any adverse events, is currently seizure-free, and is not on any medication. No known trauma or manipulation occurred, but per reporter, the patient is very active. It was also noted that the patient had a severe respiratory illness at one point and required a tracheotomy which the physician feels may have damaged the lead. Site took x-rays (B)(6)2009 and reported visualizing a lead break on the x-rays. Patient's device was turned off (B)(6)2010 and revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.